Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow up in clinic. The patient was asymptomatic and not dependent on the device for normal function. It was noted that noise, non sustained oversensing and non capture was observed on the right ventricular lead. The lead was capped (B)(6) 2021 and replaced. The patient was stable.